Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) was 35mg/dl.; the cause was unknown. The customer consumed carbohydrates in order to address low bg. The customer continued to use the pump for insulin therapy.